Event description:
It was reported that during a retrospective review of device data it was identified that this implantable cardioverter defibrillator (ICD) exhibited an episode of inappropriate shocks minute ventilation oversensing on the right ventricular channel. No other information was provided. This device remains implanted, but taken out of service, due to the patient dying of unrelated reasons. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable cardioverter defibrillator (ICD) exhibited an episode of inappropriate shocks minute ventilation oversensing on the right ventricular channel. No other information was provided. This device remains implanted, but taken out of service, due to the patient dying of unrelated reasons. No further adverse patient effects were reported.